Event description:
It was reported prior to using a bd preset¿ arterial blood collection syringe, foreign matter was found inside the syringe barrel. No impact was reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1. Initial reporter phone #:(B)(6). E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 364314. Lot/batch #: unknown. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter - hair was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode foreign matter - hair. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."